Event description:
It was reported that the patient started at 0.35 volts and could feel stimulation. The patient was currently at 0.70 volts and did not feel stimulation. The implant date was reviewed with the patient and the potential for healing after implant affecting stimulation sensation. The patient declined attempting to adjust programming over the phone. The manufacturer¿s representative (rep) called later and stated that the patient felt like over the past few days the stimulator was not working like it used to at implant. The patient knew the stimulator was on but didn¿t feel it the same way as he did at implant. It was further noted that over the past couple of weeks prior to (B)(6) the patient felt like a fever would come which prompted him to take (B)(4) or (B)(4) which caused it to subside, but the fever would come back later on in the day. The rep. Noted that the lead was placed cervically and also speculated about a possible infection. The rep. Wanted to know if this could be related to the patient¿s device or therapy. The patient was going to the ER at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3998, lot# va0lunv, implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported the stimulator was not working like it did at implant. The manufacturer representative (rep) checked impedances. The patient had gone to the emergency room monday prior and was then sent home and told to follow up. The patient was instructed to go the office the day of the report to have the stimulator checked. The patient was not turning their stimulation up enough when they went from laying down to sitting up. The surgeon concluded that their back spasms were because of their recent surgery and was prescribed a muscle relaxant. The patient was then receiving effective therapy.